Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range pacing impedance measurements. Additionally, oversensed noise was observed resulting in inappropriate anti-tachycardia pacing (atp). An invasive procedure was performed. This lead was surgically abandoned and this device was explanted. No additional adverse patient effects were reported.